Manufacturer narrative:
The involved guidewire was returned for investigation and investigation is ongoing. A supplemental medwatch report will be sent when the investigation is completed. Exemption number e2018007 (B)(4).

Event description:
It was difficult to introduce the guide wire due to calcification. During withdrawing the guide wire, issues were experienced and the guide wire became uncoiled, but could be removed completely. There was no impact for the patient. (B)(4).

Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
During investigation it could be detected that the guidewire is complete, but the guidewire core is fractured at one position. The two sides of the guidewire core are fixated by the surrounding wire. Microscopic inspection revealed on both sides of the fracture a rough surface and a tapered end, which indicates that the guidewire was withdrawn with excessive force. A review of the DHR did not reveal any non-conformities relevant to the reported issue. No further complaints were reported for this batch. On the basis of the investigation results and our experience it is considered as likely that the user had withdrawn the guidewire with excessive force already during the described first withdrawal, which led to the uncoiling of the guidewire and the fracture of the guidewire core. As the IFU indicates: "use of excessive force may tear off the guide wire. Therefore, guide wire and catheter are to be removed simultaneously." The root cause for this issue is seen as a handling error by the user, not following the IFU. Please note, (B)(4) (exemption number e2018007). Contact: (B)(6).